Manufacturer narrative:
Age, weight and ethnicity: unknown; requested but not provided. Date of event: unknown; requested but not provided. If implanted, give date: unknown, information was requested but not provided. Model number and serial number: unknown, information was requested but not provided. Catalog number: catalog number is unknown, as the serial number was not provided. Expiration date: unknown, as the serial number was not provided. Unique identifier (UDI) number: unknown, as the serial number was not provided. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. As the serial number of the device is unknown no further investigation can be performed. If there is any relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. Multiple attempts have been made to obtain additional information regarding the event and to obtain suspect product for evaluation; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted due to complaints of poor vision. The lens had been implanted for eight months. A monofocal iol was implanted as replacement. No further information was provided.